Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent an unknown procedure using the titanium elastic nail system (ten). During the surgery, the blue part of the inserter for ten somehow broke, the combined hammer for ten did not slide smoothly, and the surface condition of the hammer guide for ten was bad. It is unknown if there was a surgical delay. There was no adverse consequence to the patient. This report is for one (1) inserter for ti elastic nails. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
State reported. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Complainant part was received on 11/5/2018. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date on follow-up mw was reported as 10/05/2018, the correct date to be reported is 11/05/2018. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot part: 359.219, lot: l546718, manufacturing site: haegendorf, release to warehouse date: 23.nov.2017. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: visual investigation: the visual inspection of the device has shown that the t-handle of the returned inserter is indeed broken off. The complete inserter is in a heavily a used condition. There are clearly visible marks of excessive hammer blows on top of the head. Dimensional inspection: the cause of the complained malfunction is a post-manufacturing / use related caused breakage, therefore no dimensional inspection is required material / hardness review: the cause of the complained malfunction is a post-manufacturing / use related caused breakage, therefore no material / hardness review is required conclusion: a review of the DHR for the mentioned part was researched and no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The instrument met the specifications at the time of manufacturing and distributing. Based on the provided information we are not able to determine the exact cause of this complaint. We assume that excessive use caused this breakage based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.